Event description:
I wanted you to be aware of my outcome with the thermage treatment. It made my skin worse than prior to treatment. It pulled my skin so radically, it seemed to thin and weaken it even more than prior to treatment. It also left me with broken capillaries. I paid for treatment of my thighs; however, it was a failure. I believe you should consider recalling this line of technology as it is a costly procedure that can be harmful.